Event description:
Additional information was received that a procedure was performed due to continued noise on the right ventricular (rv) channel, the cause of the noise was unable to be determined. During the revision another manufacturer's rv lead was surgically abandoned and the pacemaker remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) and stated they had been monitoring the pacemaker and another manufacturer's right ventricular (rv) lead for a month due to oversensing of noise where they saw pacing inhibition. Boston scientific technical services (ts) reviewed two electrogram strips from approximately one month earlier that did show oversensing of noise, however pacing inhibition was not present on the strips due to premature ventricular contraction (pvc) coming through. The clinic noted that the patient was referred to an electrophysiologist to discuss a possible revision procedure, however no further follow up has been able to be obtained. It was also noted that the CT scan showed normal lead position. At this time the device and rv lead remain in service and no adverse patient effects were reported.